Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. A revision surgery is already booked. There were no device issues and no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was explanted and replaced. There were no device issues and no further patient complications.